Manufacturer narrative:
Voluntary distributor narrative: the manufacturer, unimax medical systems inc., is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report: conmed received notice of an issue with the sb979, unimax specimen bag, from the spanish health authority. It is reported that during a laparoscopic thoracic surgery on (B)(6) 2019 the bag ruptured during the extraction phase of the procedure. There was a piece of tumor in the bag when it ruptured. This happened 4 times during the surgery with tumor pieces in the bag. This created an issue in tumor staging and could result in a wrongful dissemination of staging, cancer results. This report is being raised based on device malfunction with potential for injury upon reoccurrence.

Event description:
Voluntary distributor report: conmed received notice of an issue with the sb979, unimax specimen bag, from the spanish health authority. It is reported that during a laparoscopic thoracic surgery on (B)(6) 2019 the bag ruptured during the extraction phase of the procedure. There was a piece of tumor in the bag when it ruptured. This happened 4 times during the surgery with tumor pieces in the bag. This created an issue in tumor staging and could result in a wrongful dissemination of staging, cancer results.

Manufacturer narrative:
Correction: f8 and f11 the previous report stated the date report was sent to the FDA was 8/20/19 it should have stated 8/21/2019. Remainder of the information previously submitted remains the same. This issue will continue to be monitored through the complaint system to assure patient safety.